Manufacturer narrative:
Corrections: section h5: change to yes. Manufacturer¿s investigation conclusion: the reported event of low voltage hazard alarms was confirmed via the submitted log file. The submitted controller event log file contained data spanning 10 days ((B)(6) 2024 ¿ (B)(6) 2024 per the timestamp). The log file captured power cable disconnect and low voltage hazard alarms that were not associated with power source exchanges or routine battery depletion on (B)(6) 2024 from 18:37:51 to 18:38:20 while connected to 14v batteries. The atypical alarms occurred due to the relative state of charge (rsoc) voltage levels on both the black and white power cables being above the appropriate range for 14v batteries. The alarms resolved on their own due to the voltages returning to the appropriate levels. No other notable alarms were active in the log file. The pump maintained a speed within the expected range throughout the log file. No product was returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event (including what troubleshooting was performed and if the cause of the alarms was determined); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Upon log file review it was determined that the patient was on battery power at the time of the event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and captured low power hazard events. This was caused by power to the mobile power unit (mpu) being briefly interrupted. The log file captured routine events, there were no adverse alarm conditions or parameter changes.